Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Field service engineer (fse) confirmed the reported failure. The fse replaced the blower to resolve the issue. The unit was tested and it was returned to service.

Event description:
The customer reported noise. The customer compared the unit with a similar one, and the sound at epap was louder. The device was not in clinical use, no patient or user harm was reported.